Event description:
It was further reported that in (B)(6) 2009, a new lesion located in the mid lad was 75% stenosed, 3.0mm in diameter and 42mm long. The lesion was treated with placement of a 2.5x28mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0% with timi 3 flow noted. A non-target lesion located in the prox lad was treated with placement of a 3.0x28mm non-bsc stent. The patient was discharged without complications 4 days later on aspirin and clopidogrel bisulfate. In (B)(6) 2010, coronary restenosis was confirmed in the distal right coronary artery. The lesion located in the mid lad was 2.50mm in diameter instead of the 2.75mm previously reported. The event was considered resolved and the patient was discharged 8 days later.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device is a combination product. (B)(4) - the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
(B)(4) it was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. A taxus liberte' stent was implanted in (B)(6) 2009. In (B)(6) 2010, follow-up coronary angiogram was performed revealing the 75% stenosed target lesion located in the mid left anterior descending (lad) which was 2.75mm in diameter and 20mm long. A target vessel reintervention was performed with balloon dilation of the lesion resulting in 0% residual stenosis with timi 3 flow. The patient had no ischemic symptoms at the event. No patient complications were reported and the patient's outcome is improved. In (B)(6) 2010, 1 year follow-up was performed and the patient had no anginal symptoms.